Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
During the investigation process of the returned implant, an unknown fragment of a fractured screw was found inside of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotiteâ® certainâ® 2 implant 4 x 11.5mm (xifoss411) and one unknown screw were returned for investigation. Visual evaluation of the as returned implant identified fracture at collar with apparent tissue/bone attached to external threads. Fractured screw identified inside implant. Some damage could be from clinician¿s removal of device. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth 36 (fdi) for approximately 4.5 years. Device history record (DHR) review and complaint history review could not be performed as reference number and lot number are unknown. Therefore, based on the available information, device malfunction of the implant and screw did occur, and the reported event was confirmed.